Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 5fr dl groshong nxt catheter. The catheter tubing was returned in two segments. Inspection of the break site found striation markings, indicating that the tubing had likely been intentionally cut. The catheter was leak tested by flushing each lumen with water using a 12ml luer lok syringe. During testing, a leak was observed between the 38 cm and 39 cm depth markers. Microscopic inspection of the leak site found that four diagonal tears were present. Three of these tears were s-shaped and penetrated the catheter wall. The fourth tear did not penetrate the catheter wall, indicating that the damage likely originated from an external source. Inspection of the fractures found that that the edges were sharp and well defined. The fracture surfaces had catheter material that was sheared. Based on the observed features, it is possible that damage caused by a blunt instrument contributed to the observed failure. However, there is not sufficient evidence to conclusively determine this. Therefore, the root cause remains unknown.

Event description:
It was reported by the customer they had a leak with a 5 fr PICC line. Additional information received on 7/9/2024: it was reported by the customer "during the installation of the catheter, we noticed the presence of several leaks on it which causes fluid leakage during injection in several places on the catheter shaft rather than only at the end of the catheter on the orifice of it. This means that when injecting a drug, the full dose is not delivered at the end of the catheter as normal therefore we have to replace the catheter with another catheter.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer they had a leak with a 5 fr PICC line. Additional information received 7/9/2024: it was reported by the customer "during the installation of the catheter, we noticed the presence of several leaks on it which causes fluid leakage during injection in several places on the catheter shaft rather than only at the end of the catheter on the orifice of it. This means that when injecting a drug, the full dose is not delivered at the end of the catheter as normal therefore we have to replace the catheter with another catheter."